Event description:
It was reported that during a da vinci surgical procedure, the customer noted that the endowrist one vessel sealer was not sealing. No missing or fallen pieces were reported. No patient harm, adverse outcome or injury was reported. The surgery was completed.

Manufacturer narrative:
Isi has attempted to contact the site to obtain additional information concerning the reported event; however, no additional information has been provided as of the date of this report. The instrument was returned and evaluated. Failure analysis was unable to confirm the customer reported complaint. Failure analysis was unable to replicate the issue. The instrument was placed on an house-system and driven with no problem. The instrument moved with full range of motion and grips opened and closed properly. Electrical continuity testing, which is an indicator of sealing functionality, passed. Sealing test was performed on a wet paper towel and passed. Light bio-debris was found in the garage track. No other damage was found. The grips were offset. Grip force test was performed on the grips as additional testing and all readings were above the minimum requirement. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction could cause or contribute to an adverse event, if to reoccur.